Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time additional information requested.(B)(4)

Event description:
It was reported that during a lap gastrectomy procedure, there was a malformed staple. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. Testing confirmed the short on the device when the jaws are fully or partially closed. The active rod insulation has been skived (insulation was scrapped exposing the active rod) at the butt end of the electrode near the weldment. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The exposed surface of the active rod allows contact with the upper jaw creating an electrical short and the replace device warning. The damage on the insulation causes the active rod to contact the upper jaw creating an electrical short preventing delivery of rf power from the generator and the replace device warning. The insulation was skived when the active rod was inserted into the shaft during assembly.

Event description:
It was reported that during an unknown procedure, the device did not cauterize. It is unknown if there was any blood loss. Another device was used to control the bleeding and to complete the procedure. No adverse consequences reported.